Manufacturer narrative:
Investigation summary: the field service representative (fsr) visited in 2007 and changed the pressure sensor as well as the tubing assembly/clot detector. The sensor and clot detector were clogged/obstructed, so both were replaced as a precaution. Pts and controls were run to verify the instrument operation-all passed. Review of the cell-dyn sapphire system operator's manual (08h10-01, rev c), found delta check is an optional program which can be customized to the needs of the customer. The delta check can be set to evaluate two or more runs from the same pt comparing differences (absolute or % difference) for various parameters. The delta checks can be automatic or initiated manually as needed. The system will compare to the factory set limits or customized limits. The error clot detected during aspiration indicates the issue could be a clot in the aspiration probe or related tubing or a malfunction in the clot detection system. Labeling: the event is addressed in the cell-dyn sapphire system operator's manual, 08h10-01, rev c section 2: installation procedure and special requirements: system customization: customizing delta check behavior: p 2-60, 2-61, customizing lis/auto transmit setup: p 2-92 section 3: principles of operation: system initiated messages and data flags: data flags: p 3-40, optional flags: delta check status flags: p 3-57 section 5: operating instructions: advanced data management: pages 5-89 to 5-100 section 10: troubleshooting and diagnostics: responding to system initiated messages: 0822 clot detected during aspiration: p 10-86 section 11l: quality control: on-line and off-line monitoring: pages 11-85 to 11-91. Conclusion: the device associated with the event was evaluated. It was determined that the likely cause of the event was a clogged/obstructed sensor and clot detector. Service replaced the pressure sensor and tubing assembly/clot detector and ran pt and control samples with acceptable results to resolve the issue. No impact to pt management was reported. This is the final report. End of report.

Event description:
The customer states, that they are getting inconsistent hemoglobin results for one pt when using a cell-dyn sapphire analyzer. This was the first pt of the evening shift. Controls were in range. The first run generated (hgb=10.7 g/dl no flag or error) in open mode but not reported out as the lab info system (lis) delta check flagged the result. When rerun in open mode the hemoglobin was 15.7 g/dl with a "clot detected" error. Results from this run were not reported out. The sample was run on a cell-dyn 3200 analyze yielding a result of (hgb=8.6 g/dl) that matched the pt's previous test values, and was reported out. The customer primed the instrument and repeated the sample obtaining (hgb=13.1 g/dl) with clot detected error. The customer then ran the sample in the autoloader mode recovering a hgb of 8.9 g/dl but hct of 123%. The customer did not wish to troubleshoot and requested a field service representative (fsr). No impact to pt management was reported.